Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. Pump received with the audio alert functioning properly. No audio alert anomaly noted. Pump alarmed pump error 63 alarm (variable 3) during self test and confirmed in the pump history due to broken pin 6 trace on u1 keypad assembly. Insulin pump received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, serial number label fading, cracked select button keypad overlay and minor scratched lcd window. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer was hospitalized on (B)(6) 2020 due to diabetic ketoacidosis with a high blood glucose level of 28 mmol/l. The customer had been using the insulin pump system within 48 hours of high blood glucose levels. The customer treated themselves with manual injections and had taken blood and urine samples at the hospital only. The customer experienced nausea and vomiting. The customer did not allege the insulin pump for under delivery. The customer could not troubleshoot as he was admitted in the hospital and the insulin pump was at home. The insulin pump will be returned for analysis.